Event description:
Device 2 of 2: reference MFR. Report: 1627487-2019-03872. It was reported the patient was to undergo lead revision for ineffective stimulation/ high impedances on (B)(6) 2019 (please see reference MFR report#:1627487-2019-03870 and 1627487-2019-03871). During the revision, the physician attempted to explant the 1st drg lead, pulled it, and the lead split. The physician was unable to remove the 2nd drg lead, as well. The physician therefore cut both leads and left them implanted at t5 and t7, but not connected to the ipg. 2 new leads were then implanted at t4 and t8. Postoperatively, effective therapy was restored.